Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Product ID: fp9000l, serial#: unknown, product type: accessory. Product ID: fp9000s, serial#: unknown, product type: accessory. Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was to report that since april the patient has been experiencing bladder issues. Patient said that they mentioned the therapy issue to the local representative back in (B)(6) of this year. It was reported that the patient called today very frustrated as they were with their healthcare provider (hcp) and could not get communication with the wireless recharger (wr) to the ins. The patient spoke with the manufacturer representative (rep) on (B)(6) 2022 and was told they are doing something wrong but the rep hasn't followed back up with them or the clinician. The patient was walked through using the wr application (app) and the wr and was able to connect the wr to the ins and the wr app. The wr app showed ins battery at 10%. During this troubleshooting the wr would connect and then lose connection sometimes within 1-3 min and then sometimes after 5-10 min. When connected the app would show excellent connection. The patient also noted that they would get shocked or zapped if the wr was placed on the skin but it would go away when a layer of cloth was underneath the wr. The patient does not use the belt since it is too large and they can't get it tight enough. The patient has a size l (102-135cm) recharging belt. A replacement wr recharging belt was sent to the patient to resolve the issue. At the end of the call the patient's ins was at 40% full. The patient was redirected to call back to patient services if they needed further assistance with the handset/communicator and therapy. The patient repeated recharging issues and request for a difference size recharge belt. Patient said replacement belt received is too small. Email sent to repair for medium belt. Patient commented that they were peeing a lot yesterday and tired of having to wear depends. Patient said that they checked one of the devices yesterday and they said it said 0% said charged it up. Agent did not ask about the circumstances that led to the reported issue. With instruction, patient connected recharger to ins and received screen that says ins battery at 90%. Patient charged ins to 100% and then switched to using the communicator and with instruction patient connected to ins and confirmed that therapy is on. Patient decided not to make an increase at this time. Patient will maintain stimulation level and will continue to track symptoms. Patient will make an adjustment if needed after monitoring symptoms for at least one day. Additional information was received from the patient. They reported continued difficulty recharging every day starting (B)(6) 2022. They stated their charger had a yellow light all weekend and they could not recharge their ins every day because of the yellow light. They expressed a great deal of frustration with the equipment and with their symptom results. They used the communicator and confirmed their ins battery was 70 percent. They then successfully used the charging equipment and confirmed charging with an excellent connection the ins battery progressed to 80 percent. They re-reported symptom issues already reported in (B)(4). Reviewed some general interstim information. Assisted them to use the communicator and handset again to connect and increase stim on the setting they were set at and they wanted to change programs and increase to their comfort. Recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. They reported they have tried to be in touch with the local medtronic representative, and that is when their symptom issues started happening but they did not want to be in touch with the rep. Due to patient level of frustration and patient's report they have previously called about recharging difficulty and wanting the charger replaced, sent email to repair to replace the charger. The patient called back reporting they lost charge connection but while waiting on hold were able to reconnect successfully. Additional information was received from the patient. They reported that the cause of losing connection was somewhat determined. When asked what the most likely cause was, they stated the machine was not staying charged. When asked what steps were or will be taken to resolve the issue, they stated they don't know yet because they're still having some problems. The shocking sensation was not only felt during a recharge session, and a layer of clothes was used so the entire surface was covered. The belt was not used, and the belt was too large, then they sent a belt that was too small. The belt did not resolve the sensation. When asked what additional steps were or will be taken, they stated "my hand."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they've been increasing their stim, was currently at 6.0 and have had no relief in symptoms. Patient repeated they are still soaking through pads, wearing depends, leaking and having to run to the bathroom. Patient said sometimes they'll go and think they've emptied their bladder but then immediately have to go again. Patient reported their "kidney was overflowing". Patient said they think there may be a malfunction (in regards to not receiving therapy relief). Patient made a comment saying "you guys sent me the main base" and said they keep their implant and external devices charged and charge them to 100%, but still experiencing leaking and running to the bathroom (patient did not clarify statement about the 'main base'). Discussed changing/adding programs with their managing hcp. Patient stated they are still taking kidney medicine to keep them from going to the bathroom. Redirected patient to doctor to check status of internal battery. Patient made a comment that they "took everything in to them and couldn't get nothing until I called you guys" (patient did not clarify this statement). Patient repeated they worked with manufacturer representative, but haven't spoken to him lately.

Event description:
Additional information was received from the patient. The patient called back and repeated the same therapy issues. They said that the leaking isn't getting better and they're soaking through pads and depends. Patient said that they switched programs on (B)(6) and increased last week, however isn't feeling the stimulation sensation anymore. When asked, caller said they've had two falls: one about two weeks ago and again last week. During the call the patient switched to a different program and didn't feel stimulation until they were at a higher setting of 6.0. Patient will monitor and track symptoms. Patient was redirected to notify hcp of falls and schedule an appointment to check implanted system.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID fp9000l lot# serial# unknown implanted: explanted: product type accessory product ID fp9000s lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.